Event description:
It was reported a loss of therapeutic effect. The pt's family member indicated that pt had been vomiting for the past week. It was noted there was no known accident or incident related to this event. It was stated that company representative once serviced device when the pt was in the hospital. Family member would like to prevent pt from being admitted to hospital and would like to locate an hcp to check device. The pt was seeking a new hcp due to relocation. The pt was at home. It was later reported pt's mother stated that pt was not doing well and was admitted to emergency room (ER). It was indicated that pt was admitted approximately 2 weeks ago and was under observation in psych ward due to the reglan meds pt was taking and pain. Pt's mother stated that pt was then discharged but has had issues seeking care for pt's gastro paresis. Pt's mother stated that pt had not been able to keep anything down for over a month. Pt's mother stated that ER physician was trying to get pt seen by the (B)(6) clinic. The pt's mother stated that pt's original hcp had left and pt never had replacement. The pt stated that a clinician programmer was sent to primary care physician (pcp) to check device, but upon receipt of clinician programmer, pcp was unaware of how to check device, thus issue was not resolved. Pt had experienced nausea, vomiting, and pain. Pt's symptoms were located at implantable neuro stimulator (ins). At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)